Manufacturer narrative:
Correction information: g6: follow up #1; h2: if follow-up, what type?; h3: device evaluated by manufacture; h6: coding changed, based on the investigation result. Additional information: h4: device manufacture date. Evaluation summary: the device has been repaired. And the distal end assy replaced.

Event description:
There is a blurry dot in the center of the image. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.